Manufacturer narrative:
This report is being submitted as follow up no. 2 to update section h3, and to provide the completed investigation results. One 45 cm 6fr destination sheath and dilator were received for product evaluation. The sheath was received in four segments (the hub, a long portion, a short portion, and the tip). The sheath was observed under microscope. For each segment, the coils from the sheath were stretched and coiled from the sheath shaft at both ends of the segment. The proximal end of the sheath broke from the hub. The hub was viewed under microscope and there were no jagged edges seen at the hub; there was a clean break of the sheath shaft from the hub. Most likely, the long segment broke from the hub and the short segment was between the tip and the long segment. The sheath tip had a small tear and was observed under microscope. The dilator did not have any damage and the dilator tip was viewed under microscope and no damage was observed. Based on the provided information and investigation results, there is no definitive evidence that this event was related to a device defect or malfunction. It is likely that the sheath was lodged in heavily calcified arteries and less than ideal anatomy: steep angle of iliac arteries off the aorta; or tortuous iliac and femoral arteries. However, the exact cause of the reported event cannot be definitively determined based on the available information.

Manufacturer narrative:
This report is being submitted as follow up no. 1 to provide the device return date in section d10, and to update section h3. The actual device has been returned for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete.

Manufacturer narrative:
The actual device has not been returned for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. (B)(4). A review of the device history record of the product code/lot# combination was conducted with no findings.

Event description:
The user facility reported that the after a cross-over interventional procedure, the destination sheath was pulled back out of the patient as usual and the surgeon noticed it was broken in pieces. These pieces were only attached to each other by the stainless-steel coil within the sheath. This coil was eventually cut in order to remove the different pieces (3 or 4) out of the patient. The surgeon had to use two balloons that he placed behind the destination sheath in order to get the pieces out, which was very difficult. The sheath was used in combination with a balloon and stent (pulsar 18 4f compatible). There was no harm to the patient. Additional information was received on 04nov2019. The physician thought 3 pieces were successfully removed; however, was not sure. The destination sheath was placed in the vascularization of the patient's groin as always. When the destination was pulled out of the patient at the end of the procedure, the green plastic part of the destination broke, while trying to get it out, it broke again at several places. Then the coil that is inside the sheath became visible and was elongated; not broken. The physician had to cut the coil to perform his next actions and to eventually remove every part of the sheath. The two balloons were used only to remove the sheath. Blood loss was limited because they pinched the sheath shut as much as they could.